Event description:
It was reported to technical services that this patient went into the ER on (B)(6) 2011 for inappropriate shocks. They have had 68 diverted shocks since (B)(6) 2011. Tachy mode has been programmed off and they will decide about a lead revision. They are working with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).